Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump delivered insulin without being programmed to deliver. The customer's mother stated that this happened on two separate occasions and that the customer experienced low blood glucose levels as a result. The customer stated that the bolus history showed two boluses an hour apart and that only one was programmed. The customer also stated that she was using the easy bolus feature and was not using the dualwave or squarewave bolus, which might have explained the an additional delivery. Nothing further was reported.